Event description:
It was reported that the pump had unspecified battery issues. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.